Manufacturer narrative:
Related to medwatch 2183996-2012-00782.

Event description:
On (B)(6) 2012 the pt reported the up button on her infusion device does not always function. The issue first began a couple of months ago. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.